Event description:
Type of procedure: appendectomy according to the reporter: the reporting person said that during the second postoperative, the patient was hospitalized into emergency department and submitted to a reoperation. It was verified that there was an open staple that was holding the intestinal loop causing an intestinal obstruction including presenting a temporary tissue damage (loop suffering). When the staple were removed the problem was solved. There was no bleeding over 500cc and no reinforcement material was used. The current patient condition is well.

Manufacturer narrative:
(B)(4).